Manufacturer narrative:
Approximate age of device ¿ 4 years and 10 months. A full evaluation of the event could not be conducted as the device was not explanted. Accessory devices and log files from the time of the reported event were also not available for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient fell asleep while the pump was connected to battery power. The patient did not hear the alarms as the batteries depleted and eventually the pump stopped. The patient expired on (B)(6) 2015.